Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Analyst commented, no anomalies found on save to disk. Oversensing attributed to 5076 lead.

Event description:
It was reported that the right ventricular (rv) high voltage lead exhibited oversensing with many intervals counting of the short interval counter (sic), and was subsequently capped, remains in the patient and replaced. The right ventricular (rv) pace/sense lead exhibited oversensing/noise, was scheduled for revision, and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5076-58, lead, implanted: (B)(6) 2004. (B)(4).